Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced arm 3 due to a cannula sensor error. The fse installed the universal surgical manipulator (usm) and calibrated the system according to isi procedures. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the technical support engineer (tse) and stated that universal surgical manipulator (usm) 3 was reporting errors on startup. The staff power cycled the system three times, and the error was present each time. The logs reflected error 1162 and 31086 pointing to usm 3. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The usm came into failure analysis with a reported problem of ¿arm 3 cannula sensor error¿ and was confirmed as having occurred in the field via logs, but was not replicated in-house. The logs showed error 1162 on usm 3 pointing toward the cannula sensor. The usm was tested on an in-house system in normal mode where it triggered no errors. The unit was also tested on a patient side cart fixture test platform (pftp) where it passed all required tests. During investigation, there was no sign of liquid intrusion .